Event description:
Ligasure got stuck in burn position during a hysterectomy required two other ligasure to cut it loose. Ligasure got stuck in the burn position on the fallopian tube during a hysterectomy. Two other ligasures were used to free the defective ligasure.